Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples were received for further evaluation. Based on the evaluation results, no visual defects were noted. However, during a leak test, the samples leaked at the sonic weld of the backcheck valves. The reported defect was confirmed. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that the blood tubing cracked on top of filter and leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples, one spiked into a 1000ml bag, were returned for evaluation. The samples were visually examined and no defects were noted. The samples were leak tested per specification with leakage occurring from one of the samples. Closer examination noted that leakage was occurring from the sonic weld of the backcheck valve. The reported defect is confirmed. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.